Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1800605 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user checked the applier and no functionally problems were confirmed at that time. However, at a dissection during right upper lobectomy, the clip got stuck in the applier. As a result, another competitor's device was used. There was no reported patient injury.